Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had pain at their hip when the implantable neurostimulator hits their hip. Surgical intervention was performed as the patient requested that the battery pocket be moved up from hitting the iliac crest. This resolved the issue.